Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a small portion was not returned. The device was connected to a test hand piece and generator and it activated during functional testing. The device was disassembled to inspect the internal components and no anomalies were noted. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device was inserted into the trocar and the surgeon noticed that the tissue pad was not intact. There was no evidence of clips or staples. The patient was presented with good tissue, non-cancerous, no post complications. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.